Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead could not be positioned in the right atrium. It was also reported that a helix failure occurred. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor was extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor was distorted and within the connector and a distortion in connector window. Caused from over-rotation of the distal conductor to retract the helix. If information is provided in the future, a supplemental report will be issued.